Event description:
It was reported that prior to a case (case date/ type information was not provided), the light of the device was dimming. No patient impact reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).